Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. It is likely that the impact force from the tamp/mallet created a very small crack, which then propagated after repetitive hits with the mallet. The surgeon also reportedly felt that the patient's anatomy caused one side of the cage to be forced in a different direction than the other, resulting in the material failure.

Event description:
It was reported to k2m, inc on (B)(4) 2016 that a cage fractured into two separate pieces and was replaced with another intra-operatively.